Event description:
Customer reportedly obtained results of 179 mg/dl, 205 mg/dl, 175 mg/dl, 184 mg/dl, and 387 mg/dl on the advantage system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect and replacement was sent.